Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via manufacturer representative that the patient's pocket site was painful and warm upon palpating, and the battery was in overdischarge. The patient indicated the condition was acute and nothing led to the pain. The representative tried interrogating the battery, including initiated the antenna locator. No actions were taken. The patient stated she would rather not charge the battery and elected to have it explanted. A surgical intervention was planned but not yet scheduled. Follow-up is being conducted to determine cause and diagnostics performed related to the reported event. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.

Event description:
Additional information received from the manufacturer representative stated the patient reported that the pocket area was painful and the patient wanted to explant the device. After consultation with the doctor, it was determined that the device would be explanted (B)(6) 2016. No further diagnostics or actions were taken. The cause of the pain was never determined as the device was working fine. The patient simply requested to have it removed. If additional information is received, a supplemental report will be submitted.